Manufacturer narrative:
Zoll medical canada evaluated the pads and the customer's report was not replicated or confirmed. The pads were detected by the device successfully and passed testing without any issue. No fault was found with the pads. The customer was sent new pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.